Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed. The archive data review indicated multiple ua45 advisory messages around the reported event date, confirming the reported complaint. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional testing failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the ua45 advisory message. Subsequently, the autopulse platform successfully passed a brief run-in test using the large resuscitation test fixture (lrtf). During further inspection, the clutch plate was found sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform passed all subsequent functional tests. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer took the autopulse platform sn (B)(6) to a patient call; however, the platform could not be deployed on the patient due to it showing user advisory (ua) 45 (not at "home" position after power-on/restart). When back at the station, the customer tried troubleshooting by replacing the lifeband and repositioning the driveshaft, but the ua45 still occurred. No patient involvement.